Manufacturer narrative:
The device was returned to the manufacturer for evaluation. A sample of the fluid was taken for analysis. A follow up report will be filed when the quality investigation is complete.

Event description:
It was reported that the product was leaking pink oil at the start of a procedure. The account had a back up on hand to complete the procedure with no delay and no allegation of adverse consequences.